Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The customer confirmed the touchscreen issue. The customer attempted touchscreen calibration however the unit would not respond. The customer replaced the touchscreen assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported that a touchscreen calibration was attempted however the unit would not respond. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 04 november 2019. Date of this report: 07 november 2019. The part was returned to the manufacturer for failure investigation (fi). Customer complaint was verified of touch screen out of specification. Unable to calibrate touchscreen. Resistances were noted to be out of tolerance. Root cause failure determined to be resistance drift of screen out of specification.